Event description:
Implantation of pedicle screws, spinal posterior fusion, developed severe back and leg pain. Hardware removed 6/11/92. On 10/18/93 had lumbar neuro stimulation implanted to block severe right leg pain. Had anterior fusion with donor bone 3/24/93.